Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: please confirm the lot number as the one provided is not valid. --- no information, the hospital gave us the number. Where within the gap setting scale was the orange indicator prior to firing? --- no information. What confirmation was received that the device was fully fired? --- no information. Did the device cut? --- no information. Was the cut line fully circumferential around the target tissue? --- no information. If the device fully cut, were both tissue donuts present? --- na. If the device fully cut, were both donuts complete? --- na.

Event description:
It was reported that during an open pancreatoduodenectomy, the device could not be fully fired on the ileum. The staples were deployed but they were unformed. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. (B)(4). Please take photos for (B)(6) customer.

Manufacturer narrative:
(B)(4). Batch # n53n8j . The analysis results found that the cdh25a device arrived in good visual condition with only one staple partially formed inside the pockets and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.